Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed on model 20028e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 17 inch ext w/.2 fltr & vlv port leaked. The following information was provided by the initial reporter: material no: 20028e batch no: unknown. It was reported that chemo filter line had leaked.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 17 inch ext w/.2 fltr & vlv port leaked. The following information was provided by the initial reporter: material no: 20028e batch no: unknown. It was reported that chemo filter line had leaked.